Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a loss of sensing was observed on the right ventricular (rv) lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.